Manufacturer narrative:
Concomitant medical products: product type screening device product ID 309201 lot# unknown serial# implanted: (B)(6) 2021 explanted: product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient started voiding every thirty minutes. They thought their leads disconnected or moved. The issue was not resolved at the time of the report.